Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: cardiac magnetic resonance imaging using wideband sequences in patients with nonconditional cardiac implanted electronic devices. Heart rhythm. 2018; 15(2):218-225. Doi: 10.1016/j.hrthm.2017.10.003. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipg) and implantable cardioverter defibrillators (ICD) . Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports device parameter changes following cardiac magnetic resonance (cmr) imaging. Patients experienced increase in pacing thresholds, changes in pacing impedance and high voltage impedance, decrease in sensing amplitude, and decrease in voltage. Immediately post-cmr imaging, the devices were reprogrammed to original parameters. The status of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.